Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The caller was assisted by customer technical support in resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction reappeared.